Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarms "no disposable pump will not run." Troubleshooting was done and one air bubble was found in the tubing of the cassette. Troubleshooting continued and the pump alarm returned stating "pump will not run" on the display. Patient not affected. Patient no injury. No additional information available.

Manufacturer narrative:
Other, other text: additional information is provided for h.2, and h.6. No product was returned. The investigation determined the most probable cause to be due to either the cassette not being properly inserted or the cassette sensor not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6).